Manufacturer narrative:
(B) (4). The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Neurostimulation therapy became positional. The pt stopped using and recharging the implantable neurostimulator (see mfg. Report # 3004209178-2009-05244). The pt met with the field rep after the implantable neurostimulator battery discharge and was provided info about charging protocols. The pt was noncompliant with recharging the device. The implantable neurostimulator battery underwent non-normal battery depletion. The pt was tired of having a neurostimulation that required charging. The device was replaced with primary cell ipg. There was no pt injury associated with the event. The implantable neurostimulation was programmed the day after surgery and she had complete coverage over her painful areas. The pt recovered without sequela after the device was removed.